Event description:
A physician reported pt treated on 12-17-96 into acne scars of both cheeks. No unusual blanching or bruising was noted at the time of the injection. On 12/23/96, the patient returned with an irritated, sensitive area, some drainage, pustular formation and scabbing at the left inferior chin injection site. The physician diagnosed an infection. The patient also had an acute flare of acne at the upper medial cheek, an area not injected with collagen. The physician prescribed a seven day course of keflex. She did not believe that the acne flare was related to the collagen.